Manufacturer narrative:
Inspected one opened/used partial sensor and found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle of the sensor was broken within the body. The customer¿s blood glucose level was 114 mg/dl. The customer reported that the needle was still in the body. The customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.